Manufacturer narrative:
(B)(4). Concomitant products: guide wire: gaia; guide catheter: 8f sal1. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances or exceptions that would have caused or contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Event description:
It was reported that during the procedure for treatment of a chronic total occlusion in the moderately tortuous and heavily calcified distal right coronary artery, dilatation was performed using a non-abbott balloon. A vessel perforation occurred. After five hours of unspecified treatment, the perforation remained unsealed. An attempt was made to advance a graftmaster stent delivery system (sds); however, the stent graft dislodged at the hemostatic valve. The perforation was ultimately treated with coil embolization. The physician stated that the stent dislodgement may have occurred because he was in a hurry and the device may have been handled roughly. There was no adverse patient sequela and no clinically significant delay in the procedure due to the device issue. No additional information was provided.